Event description:
Per maude event report (B)(4) received on (B)(6) 2012 the pt with an abdominal hernia underwent repair on (B)(6) 2010 with placement of synthetic mesh. Post-operatively, pt developed prosthetic mesh infection necessitating removal on (B)(6) 2011. Culture of mesh showing no growth to date.

Manufacturer narrative:
Since no product code number or lot number were provided in the report, a device history records review could not be performed.